Manufacturer narrative:
The device was evaluated by an approved service provider. The customer's report was observed during review of the device data logs. The pace defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 115" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.